Event description:
It was reported that a patient¿s device was explanted because the patient ¿had it put up to 9.¿ it was unclear what this referred to. It was noted that the patient had shots, injections, and other procedures. It was reported that the patient was in the hospital because of having the device removed and having new device trial. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: extension: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: extension. (B)(4).